Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition could not be tested/ confirmed as the cut portion including the pre-tied knot was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received:the first two proglide devices did not hit the blood vessel wall and the suture failed [malposition of suture]. No additional information was provided.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, two of the knots came out unraveled [cuff miss] while the other two knots came out of the patient anatomy intact. The sheath was upsized to a 21f and the aaa procedure was completed. Hemostasis was achieved via surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.